Event description:
It was reported that the systems single screen was all black. This system has one monitor. This issue could cause the system to become unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.